Event description:
It was reported to lifecell, as follows: on (B)(6) 2014, the subject (B)(4), (B)(6) female enrolled in lifecell sponsored clinical study- (B)(4), underwent skin sparing right mastectomy and immediate breast reconstruction with lifecell device and silicone implant. 547 grams of breast tissue were removed. On (B)(6) 2014 (pod:15), the patient developed wound healing disturbance, seroma, necrosis and opening of wound stitches. The patient was hospitalized on the same day for secondary stitching of wound and seroma drainage. Cultures were taken. The sae resolved without any further complications, on the same day on (B)(6) 2014, the patient was discharged from the hospital. Seroma was resolved on (B)(6) 2014. Both, the breast implant and lifecell device remained in place for the duration of the event

Manufacturer narrative:
The internal investigation and conclusion remain unchanged. Refer to original report narrative. Device remains implanted.

Event description:
This report is a follow-up report to the original report emdr 1000306051-2014-00044 to report additional information received by the investigator on 10/15/2014 and correct the relationship reported between the device and the sae. The investigator corrected the assessment of the relationship between the lifecell device and the sae from definitely related to possibly related. It was reported by the investigator that "previously, the answer was given that the complications were caused 'definitively' by the lifecell device. However, it is known that there may be an increase in strattice seroma formation during such a procedure that can also contribute to complications. Due to the lifting of the chest that is necessary during a t-section operational cut, there was an increase in seroma formation that may have also contributed to the complication in the area of the web. Therefore, the correct response is that there is an 'indirect/probable connection' = (possible) with the lifecell device and this must be accurately reported in the sae. Unfortunately, due to a linguistic misunderstanding the incorrect classification was given."

Manufacturer narrative:
Internal investigation included, as follows: review of the information reported review of the device history record for lot s11285, with no remarkable findings; there were no processing deviations related to the safety of the product; lot underwent terminal sterilization ((B)(6) 2013); q1-2013 dose audit for sterilization process was acceptable to support production in q2-2013. Review of the distribution and implantation history records for lot s11285 revealed that there were 338 devices distributed, including 37 devices that were reported as implanted query of lifecell complaint system returned 1 other clinical complaint reported against the lot s11285 (ref. Essbr study/france-breast infection; event was evaluated as unlikely related to the device). Conclusion: based on information reported and internal investigation into complaint related lot s11285, the event-wound dehiscence, seroma - is unlikely related to the device. Lifecell reports this event to FDA due to investigator's assessment, "the event relationship as definitely related to the study device and definitely related to the procedure." Internal investigation confirmed that complaint related lot s11285 did meet qc release criteria. Seroma and wound healing complications, such as wound dehiscence and necrosis, are anticipated events during breast reconstruction procedures. Patient risk factors that increase the chance of post operative wound complications, such as smoking, also likely contributed to the occurrence of this event.